Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was re-seated, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was re-seated, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during preuse checkout. There is no report of patient involvement.